Event description:
It was reported via a trial, that the index procedure took place on (B)(6) 2009. After predilatation of the lesions, one xience v was implanted in the mid left anterior descending artery (lad) and one xience v stent was placed in the distal circumflex (cx). On (B)(6) 2010, the patient went in for a scheduled appointment and had been experiencing ill-defined sharp chest pain, non-exertional, not radiating. The patient was rehospitalized and underwent a repeat catheterization on (B)(6) 2010, during which the lad target lesion and target vessel was revascularized with the placement of a non-abbott stent. The patient was discharged on (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.